Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed and squirted insulin during the manual prime. It was also stated that the drive support cap was loose, but the patient never pressed on the cap while connected. Nothing further was reported.